Event description:
It was reported that pump malfunction occurred with malfunction code 16 and no notable events happened before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised that pump could continue to be used, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.